Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a no delivery alarm. The customer's blood glucose level was unknown. Troubleshooting was performed. It was noted that the alarm was caused by an infusion and reservoir occlusion. The product will not be returned for analysis.